Manufacturer narrative:
Log file analysis revealed that the returned batteries ((B)(4)) were connected to controller (B)(4); this controller was smr updated on 02/23/2016. The reported event (power switching) could not be confirmed, log files did not reveal power switching events during the analyzed period. However, data file shows entries where the returned batteries registered battery capacities equal to 202 and 203; values equal or over 202 indicate a voltage variance directly associated to a connection and reconnection between those batteries and the controller. These instances did not lead to power switching events since the batteries were not connected to the port that was powering the controller. Four (4) batteries (((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed that the returned batteries were connected to controller (B)(4); this controller was smr updated on 02/23/2016. The reported event (power switching) could not be confirmed, log files did not reveal power switching events during the analyzed period. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. No failure was detected. The reported event (power switching) could not be confirmed via log files neither duplicated at the bench level. Additional system component being reported for this event: battery: (B)(4) - expiration date: 04-30-2016, manufacturing date: 2015/04/28 (B)(4). Battery: (B)(4) - expiration date: 04-30-2016 manufacturing date: 2015/04/22 (B)(4). Battery: (B)(4) - expiration date: 04-30-2016 manufacturing date: 2015/04/21 (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Additional system component being reported for this event: battery: bat207351 - expiration date: 043020216. (B)(4). Additional system component being reported for this event: battery: bat207293 - expiration date: 043020216. (B)(4). Additional system component being reported for this event: battery: bat207064 - expiration date: 043020216. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was power switching after software update. This was identified by clinical engineering.